Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.

Event description:
It was reported that during a procedure, there were filings produced due to contact with a retractor, while using the perforator bit. It was also reported that there was extensive removal of the child's tissue to remove these filings. No further details were reported.

Manufacturer narrative:
H6: a follow up report will be sent when the investigation is complete.